Event description:
New information received stated the that patient developed fungal septicemia and the patient was admitted for pulse generator system removal. The patient was noted to have class IV heart failure and required external ventricular assist device. The patient experienced blood loss from the implant pocket and backbleeding from the vein during the procedure and was treated with blood transfusion. The patient was also given a unit of platelets the following morning and remained hemodynamically stable with no further complications. The patient was taken to post operative care in good condition.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient developed an infection and the pulse generator system was removed.